Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was tightly folded. The stent was secure on the balloon between the markerbands. The product mandrel was received in the lumen. The protective tubing which is placed over the stent during manufacturing was not returned. The proximal end of the stent had stretched struts and the proximal end of the balloon was bunched up. The midshaft was stretched and kinked. The product mandrel was successfully removed from the sds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that the stent protector could not be removed. During preparation of a 3.00mm x 8mm liberté¿ stent, it was noted that the protector wire could not be separated from the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.